Event description:
The customer contact reported the device displayed e626 (audible alarm) without sounding an audible alarm tone. The device was returned to the biomedical engineering dept with an unsigned note that stated, "no alarm, e626 displayed on screen." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional info including event details and event date.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).